Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) could not confirm the customer comment that the device turned off. Analysis also noted that the hanger assembly was broken, the battery drawer was contaminated, the battery shorting bar was contaminated and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) turned off in the middle of a test. The epg was returned into service. There was no patient involvement.